Manufacturer narrative:
Pump not in manufacture mode. Pump alarmed an error in the motor was detected by reading unexpected value from hall sensor, and this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement during the rewind sequence due to moisture damage found on the motor/force sensor assembly. Unable to perform self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to moisture damage. Power supply test failed during self-test alarmed during self test due to moisture damage found on the electronic assembly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
Customer reported via phone call that the insulin pump was not working. The blood glucose at the time of the incident was 300 mg/dl. The device will be returned for analysis.